Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, removal difficulties were encountered. The target lesion was located in the severely calcified proximal to mid right coronary artery (rca). A 190cm forte guide wire was advanced across the target lesion followed by a 3.5 art mach1 guide catheter and a 3.0x16 flextome cutting balloon used for treatment. To continue the procedure, ivus was then performed with the (B)(4) intravascular ultrasound (ivus) diagnostic catheter. During pullback from proximal to distal, the ivus catheter was noted to have become stuck in calcium at the proximal rca. To remove the device, inflation was performed next to the stuck atlantis catheter utilizing an unspecified balloon and the physician was able to pull the device free, however upon removal a perforation of the vessel occurred. To treat the perforation, a non-bsc covered stent was implanted. A gi bleed was then noted and the patient expired. The reported cause of death is listed as gi bleed. Additional information has been requested, but is not available.

Manufacturer narrative:
Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).